Event description:
The physician reports that a graft was being taken and the dermatome motor stopped. This graft was used. Further grafts were needed and a hand held humby's knife was used. He further reports that there was no patient injury and the procedure was not significantly lengthened.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.